Event description:
It was reported that the insulin pump alarmed motor error and failed battery test. The customer stated that the device started rewinding and delivered 0.5 units of insulin, twice. The customer stated that they ended up under the bed. The customer's blood glucose at the time of the event was 32 mg/dl, which was treated with sugar, after which the customer's blood glucose increased to 63 mg/dl. They were not hospitalized. At the time of the phone call the customers blood glucose was 170 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. However, the device was received with loud motor noise during rewind due to faulty motor. The device was received with normal operating currents. No unexpected failed battery test alarm noted. The unit also was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.